Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the fenestrated bipolar forceps failed. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting instrument failed, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged from the connector at back end, causing energy delivery to not work properly. The instrument failed an electrical continuity test. The dislodged conductor was plugged back into the connector to retest electrical continuity and it passed. Visual inspection did find and insulation damage, exposed wires, and thermal damage at the distal end. The complaint regarding instrument failed was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.